Event description:
A site rep reported less than optimal accuracy with the treon navigation system when using tracer registration. This occurred when using the mach cranial software version 5.2.5. The surgeon completed the procedure with the use of the stealthstation treon by using the surface merge registration method with a predicted accuracy of 2.2 mm. There was no impact on pt outcome.

Manufacturer narrative:
Pt info not available at the time of this report. The exam used for this surgery was evaluated by the MFR. It was found that the scan was not compliant with the medtronic imaging protocol and that the pt's anatomy was not optimal for tracer registration technique. Software behaving as designed.